Event description:
It was reported that the asymptomatic patient reported for a routine follow-up. High, out of range pacing lead impedance was observed. The physician elected to cap and replace the sense/pace portion of the lead. The defib portion remains active. It was noted that the patient was in excellent condition after the event.

Manufacturer narrative:
.